Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-5, l5-s1 fusion where rhbmp-2 was mixed with autograft and placed into the spine. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with recurrent spinal stenosis with instability l4 to the sacrum and underwent the following procedures: revision decompression l4 to the sacrum. Posterolateral fusion l4 to the sacrum. Posterolateral instrumentation l4 to the sacrum. Intraoperative emg. Local bone graft. As per op-notes, "a medial facetectomy bone was combined with bone morphogenic protein on a collagen carrier and packed across the decorticated lateral gutters from l4, l5 and the sacral ala respectively." The patient tolerated the procedure and no patient complications were reported. The patient was also pre-operatively diagnosed with post laminectomy instability, l4 to the sacrum and underwent the following procedures: revision decompression, l4 to the sacrum. Posterolateral fusion, l4 to the sacrum. Segmental instrumentation, l4 to the sacrum. Local bone. Intraoperative electromyogram. As per op-notes, "the pedicles were cannulated with an awl and mallet, and subsequent probe. The l4 and l5 were filled with 6.5 x 40-mm pedicle screws. The s1 screw was filled with a 35 x 40-mm pedicle screw. With this done, a high speed bur was used to decorticate the lateral gutters. Bone morphogenic protein and local bone was then combined, and packed across the decorticated lateral gutters."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.